Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not engage the clip after multiple attempts. No fragment fell into the patient. The user completed the procedure with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument to perform failure analysis. The clip applier instrument was analyzed and found to have the input disk#6 completely detached from the housing. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed based on failure analysis.